Event description:
Reporter indicated a vns handheld computer screen froze during an implant surgery. The back up computer was utilized and the patient was successfully implanted. Good faith attempts to obtain additional information have been unsuccessful to date.